Event description:
It was reported that the customer started the sensor but only wore it for 1 day. The customer woke up at 3 am with the sensor saying that she had a low blood sugar and her blood glucose level was 127 mg/dl. Customer woke up again at 6 am and the sensor said that she was low. Customer checked her blood glucose level and it was 157 mg/dl. Customer took it off and stated that she wants to get more comfortable on the pump before putting on the sensor again. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.